Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mes. Later the pt experienced vaginal discharge, mesh exposure, recurrence of stress urinary incontinence and gross hematuria. A mesh removal was performed.